Event description:
It was reported to philips by a customer that the unit has a turbine failure. Based upon the information provided, the device was not in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The manufacturer's product service engineer (pse) was dispatched to the site and confirmed the device blower was loud. The pse replaced the blower to resolve the issue. Attempts to obtain further information are currently pending.

Manufacturer narrative:
The product service engineer replaced the blower to resolve the reported issue. Unit passed required performance verification tests and the unit was returned to use with full functionality. The removed blower assembly has not been received for technical investigation. If the part is received for internal failure analysis, this complaint will be reopened, and a root cause analysis will be performed.